Event description:
During an elective device replacement procedure, the set screw was unable to be loosened due to the set screw being stripped. The issue was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of unable to loosen the atrial setscrew to remove the lead was confirmed. Analysis found the wrenches could not engage the setscrew to untighten it due to calcified blood in the atrial setscrew inset. The calcified blood filling the setscrew inset was preventing the wrench from engaging the setscrew inset so that the setscrew could not be turned to untighten it. When the calcified blood was removed from the inset the setscrew could then be untightened and the lead removed. The blood most likely came through damage to the septum in the form of a hole punched through it. The battery voltage with loads is at eri.